Manufacturer narrative:
Continuation of d10: 407652 lead implanted: (B)(6) 2011; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to two or more high rate-ns episodes and an elevated sensing integrity counter (sic). The rv lead and high voltage therapies were programmed off, and the rv lead remains in the patient. After the therapies were programmed off, the patient reported experiencing cardiac arrest. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that when the lead revision was attempted, the patient coded, so the physician opted to leave the lead in and not perform additional procedures. Detections were turned off and the device was programmed to asynchronous pacing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.